Manufacturer narrative:
Medwatch with identifier (B)(6) is mobile system, medwatch with identifier (B)(6) is compact plus system. The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.

Event description:
Caller reported blood glucose results of hi, which on the system indicates a result in excess of 600 mg/dl, on mobile system, 132 mg/dl on compact plus system within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips.

Manufacturer narrative:
Medwatch with identifier (B)(6) is mobile system, medwatch with identifier (B)(6) is compact plus system. The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.